Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was trying to remember what they did to cause the shock. They knew they didn¿t push the small gray button that was supposed to be the power/backlight on/off. The instructions were put to put the programmer up to their chest where the neurostimulator was and pushed the orange button, it would be easy to fine because it raised and the button next to it was flush. They tried it a couple of times and it worked fine. The had trouble finding the right spot to hold it as their chest was a little puffy where the neurostimulator was and they had to move the programmer as to get an idea where it was. The next morning, they held the programmer up to their chest on top of the neurostimulator, pushed the button and got a shock that was about a 4 on a scale of 1-10. It startled the patient more than anything as it wasn¿t expecting it. They called patient services and went over everything. They were told to press the little gray button and then the orange button with the check and everything was fine. They were going to see the doctor on december 4, 2019 and would go over the patient programmer function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was calling because they got a shock in the morning when they were attempting to check their stimulation settings with their programmer. The patient explained that they put the programmer up to their chest to sync with the ins and it shocked them in the process, noting that they didn¿t see their stimulation settings either. The patient said they met with the rep and got educated on using the programmer to sync with the ins. When reviewing with the patient it was noted they were pressing the ins on/off button instead of the power on/off button. It was reviewed that turning the ins on/off could result in temporary change in stimulation and agreed they may have turned the ins off then back on when experiencing the shock. The ins was confirmed to be on and battery level ok, voltage was at 1.7v. Additional information was received from the rep reiterating the shocking sensation. The caller said the patient pressed the orange check key on the programmer and patient felt a shocking sensation. The caller reported that stimulation was on before pressing the orange check key. The caller didn't know if the patient removed the patient programmer away from the ins to turn off the patient programmer. The caller reported the patient felt that one time shocking sensation when the patient press the orange check key.